Manufacturer narrative:
(B)(4). Attempts have been made to obtain the following additional information however no response has been received to date. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Product code and lot number involved. Do you have any photos to forward for analysis incision size of product application? How was the product applied and how many layers applied? What prep was used prior to, during or after dermabond use? Was a dressing placed over the incision? If so, what type of cover dressing used? What was done to address the reaction ? Was the product removed? Was another method used to close the incision? Please indicate any additional medical or surgical intervention performed or planned? Were any patch or sensitivity tests performed? What is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Patient demographics: initials / ID; age or date of birth; bmi. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Patient pre-existing medical conditions (ie. Allergies, history of reactions) was demabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported a patient underwent a total hysterectomy on (B)(6) 2019 and topical skin adhesive was used. The patient presented about a week later with hives which blistered over then became 'dark'. She was given a medrol dose pack and is doing better now. No device is available for return. Additional information was requested.